Event description:
It was reported that during a da vinci si hysterectomy procedure, the tip of the harmonic ace curved shears insert broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The insert accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the insert accessory is returned or if additional information is received.

Manufacturer narrative:
The insert accessory was returned and evaluated. Per the customer reported complaint, engineering observed a .670 x .080 piece of the curved blade detached from the distal end. The blade had fractured within the shaft, near the clamp arm pin. The insert was disassembled to check for signs of contact between the blade and clamp arm. A dark mark was found on the blade, directly above the fracture surface on the side that the clamp arm pin is located on. It was determined that the breakage may have been due to contact between the pin and clamp arm during harmonic cautery activation. No other damage was found. There are no components in the harmonic ace curved shears instruments or inserts that meet the definition of medical sharps.